Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed and evidence of corrosion visible through the top and bottom housings. The exposed portion of the soft cannula was observed to be flattened and stretched. All attempts to retrieve the data from the pod were unsuccessful due to corrosion found on the pcba, batteries, and needle mechanism components. Testing of the fluid path found a tear in the exposed portion of the soft cannula near the formed needle tip that allowed fluid to leak from the fluid path. It could not be conclusively determined when or how this exposed soft cannula damage occurred. Testing also found deformation of the soft cannula nail head which prevented a proper seal and allowed fluid to leak out the back of the nail head and inside the pod. This internal leak contributed to the observed corrosion and low battery voltages. A crack was also observed on the top housing of the pod. It could not be determined when or how it occurred or if it allowed for fluid ingress that contributed to the observed corrosion. Without the pod data, it could not be conclusively determined if a hazard alarm was generated during operation. The exact cause of the reported event could not be determined.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports they had received a hazard alarm during wear.